Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. The device was inspected for any damage or irregularities. The device showed stretching and a fracture located 31.8cm from the hub. The device was not completely separated the inner liner was still intact. The shipping hoop was hydrated, and the device was removed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a fracture. No other issues were identified during the product analysis.

Event description:
Sreportable based on device analysis completed on 02feb2023. It was reported that the microcatheter was kinked. A 135/10 renegade hi-flo kit was selected for use in the bronchial artery. During unpacking, it was noted the microcatheter was found to be kinked. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a fracture located 31.8cm from the hub.